Event description:
In july 2004 the patient contacted lfs alleging that their one touch basic enhanced meter was prompting the not enough blood message. The patient reported that they had been having extreme difficulty obtaining a sufficient sample size. They indicated that they had to go to the hospital because they had been unable to obtain a result. They described feeling light headed, having a burning sensation, and a headache. They mentioned that their blood glucose level was not taken on another device. They eceived treatment intravenously; however, no further information was provided. The customer service representative confirmed that they had been using correct testing technique. The csr walked the patient through checking the battery, retesting, and retesting with a new vial of test strips. The patient did not allege harm. Patient's meter was replaced.